Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2026, that the system controller exchange resolved the ebb faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted and the data was reviewed. From 26jan2026 ¿ 27jan2026, a backup battery fault alarm was captured. The alarm activated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold. The alarm did not resolve before the end of the log file. The alarm did not affect the controller¿s ability to operate the pump as intended. There were no other notable alarms active in the log file. Provided information stated that the backup battery was exchanged on 13jan2026 after a backup battery fault. Additional provided information stated that system controller ((B)(6)) was exchanged on 27jan2026 and the exchange resolved the alarms. Multiple attempts were made to obtain additional information from the customer regarding the return of the product; however, no additional information was provided. To date, the product has not been returned for evaluation, and if it does, this investigation will be reopened. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came in on (B)(6) 2026 for a third backup battery fault that would not clear the night of (B)(6) 2026. The patient was asleep at the time and had a backup battery fault on the weekend that cleared with multiple self-tests. The patient's system controller was exchanged on (B)(6) 2026 (2916596-2026-00456) and had a backup battery exchanged on (B)(6) 2026 for backup battery fault. The system controller was exchanged again on (B)(6) 2026. Log files were sent for review. The log files captured emergency backup battery (ebb) faults on (B)(6) 2026 due to the ebb failing the load test.